Event description:
A patient called in 2002 alleging that their one touch ultra meter was giving inaccurate high readings. Patient was unresponsive and was taken to the emergency room. Patient tests their blood glucose 5 times a day and bases insulin dosage on readings. Patient tests around 8am, 1pm, 6pm, 10pm, and 3am. Patient did not remember their sliding scale, but stated that takes around 10 to 25 units of humulin r every day. On the morning of the previous day, spouse tried to wake patient up around 8:00 am. Patient was unresponsive. Patient stated that at 3:00am that morning, they had tested their blood glucose (result unknown) and had taken insulin based on the reading. Patient said that it was all "very normal" and that they did not have any symptoms. While patient was unresponsive, spouse tested patient on their ultra meter with a result of 70 mg/dl. Patient's spouse did not believe the result and so they took out the one touch profile meter and tested patient with a result of 30 mg/dl. Spouse then called 911 and the ambulance came. The emt rushed patient to the hospital. They tested patient's blood glucose in the ambulance (result unknown) and also started an IV glucose. They kept testing patient on the way to the emergency room. Patient does not remember the results, but stated that their sugar was going up. They discontinued the IV glucose upon arrival to the ER since patient's sugar was back to normal. Patient was kept in ER for observation until 1 pm that afternoon. Patient came home and started using the one touch profile meter.